Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump performed functional tests, the demand dose was found to be broken and not functioning properly. The demand dose is part of or connecting to the printed wire assembly (pwa) board. Further investigation of the pump determined that the pwa board was defective and the root cause of the issue. Therefore, service will replace the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump demand dose could not start while testing. No patient was involved in this event. No adverse effects were reported.